Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3: date of event is unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance collection tubes, customer noticed the blood sticks to the walls and a small pellet of blood appears in the sample after centrifugation on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
Investigation summary bd received one photograph for investigation. The evaluation of the photograph indicated fibrin, poor barrier separation and red cell hang-up. Additionally, 100 returned samples were visually examined, and no additive defects related to poor barrier separation, fibrin or red cell hang-up were found. Complaints for sample quality were not under statistical control for the month of february 2025; therefore, factors that may contribute to fibrin, red cell hang up and poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes (poor barrier separation, fibrin, and red cell hang up) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation, fibrin and red cell hang up based on photo analysis. Corrective and preventive action has been opened to address sample quality issues complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance collection tubes, customer noticed the blood sticks to the walls and a small pellet of blood appears in the sample after centrifugation on unspecified number of tubes. No patient impact reported.